Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced an unspecified number of leaking incidents with IV (intravenous) extension sets (no further detail). This was identified during unspecified process steps. There was no report of a patient injury or medical interventions associated with these events. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.